Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device. The patient reports experiencing pain and redness at the pod infusion site (arm). In addition the patient reports the pod infusion site was warm to the touch. The patient removed the pod prior to going to their doctors office. Once at the doctors the patient was diagnosed with an infection at the pod infusion site. The patient was prescribed cephalexin capsules (500mg) to be taken two times daily for ten days. The patient was the doctors between 30 and 60 minutes. The patient was able to apply a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.